Event description:
As reported by the edwards field clinical specialist, after successful deployment of a 26 mm sapien valve, the 24f sheath was pulled back to the external iliac, a crossover was done, and an angio showed a small dissection. The crossover balloon was advanced to the area and inflated. The sheath was pulled back to the common femoral and the artery was visually noticed to be damaged. A graft was placed at the arteriotomy and hemostasis achieved. Angio showed a lesion at the proximal and distal graft, the proximal end was ballooned two times and a covered stent placed. It was reported the patient tolerated the procedure well per the report, the minimum luminal diameter of the vessel at the access site was 7.4mm. The vessels were reported to be mildly calcified and mildly tortuous. Additionally, it was reported that during the initial advancement the 24f sheath the surgeon experienced moderate to high friction.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 24 fr sheath is 8.0 mm. In this case, the access vessel's minimum luminal diameter was smaller than the minimum requirement, at 7.4 mm. It was reported that the cause for the reported vessel dissection was that the vessel was too small. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.